Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and sometimes low. The customer¿s blood glucose level was unknown at the time of the incident. The patient's current blood glucose was 167 mg/dl. The customer reported that blood glucose levels were going from 40-400mg/dl. The pump passed the high pressure test. The customer reported that the insulin has not been working as it should have been, leading to random high blood glucose levels. The customer would change the infusion set and reservoir and it did not help. The customer treated high blood glucose with bolus. The customer reported that the high blood glucose started from (B)(6) 2017. The customer reported that the lows started around the same times, out of the usual. The customer used glucose tablets to treat low blood glucose. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.